Event description:
Customer reported a probe leak and the dilution cup overflowing. No error codes were posted. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was bent. The fe replaced the probe and performed probe adjustments. The customer performed qc with no issue. Instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).